Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6), implanted: explanted: product type recharger product ID 37751 lot# serial# (B)(6), implanted: explanted: product type recharger h6: corrected annex e and annex f codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recharger (insr) was not powering on and was unresponsive when plugged into the desktop charger (dtc). The caller stated there was no visible damage to the recharger unit itself, and that the dtc cord was damaged and they have had it taped  and that the recharger had been unresponsive since thursday. The caller stated the patient's ins was extremely low and they were concerned of the battery completely running out. The issue was not resolved. Patient services (pss) reviewed transition process and sent email to local manufacturer representatives (reps) to begin insr to wireless recharger (wr) replacement process. Caller was very concerned of the unknown timeline of training and charging and requested the dtc be sent as replacement in meantime to possibly help the pt charge their ins. A replacement dtc will be mailed to the patient. Additional information received from the consumer reported the replacement desktop charger resolved the unresponsive recharging device. Additional information received from the consumer reported the replacement charger resolved the problem, but the patient had to wait over the weekend which was ¿difficult when your body can¿t move.¿

Manufacturer narrative:
The main component of the system. Other relevant device(s) are:product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37751, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the desktop charger (s/n (B)(4)) found the cord was frayed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.